Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder customer reports that the sleeve had a bad retraction, which caused the blood to leak. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "needle sleeve non patient end leaks blood. See attached pictures. Sleeve non patient end seems to be pierced on the side which might cause bad retraction of the sleeve and droplets of blood leaking. Picture of tubes with blood on the caps attached as well."